Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient recently successfully charged their device ((B)(6) 2018) and they couldn't get any coupling bars. Their recharger had been on for "days" and their internal battery wouldn't charge up. The patient had gained (B)(6) pounds since surgery which might have led/contributed to this issue. The patient was sent a new recharger antenna which didn't resolve the issue. They planned on meeting with the patient on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that a different representative met with the patient and was able to successfully obtain 8 bars within 3 minutes of attempting to charge- the representative concluded that the issue was likely due to user error and the patient was given tips on how to get a better connection.. They noted that there were no more issues. No further complications reported.